Event description:
The patient fell which may have caused her leads to move. The leads were revised about 1 year after implant. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v000064, implanted: 2005 (B)(6), explanted: extension: model 3095-10, serial# (B)(4), implanted: 2005 (B)(6), explanted: (B)(4).